Event description:
It was reported that: during abdominal surgery, while mechanically ventilating a pt, the dr noted that the co2 levels had dropped and an alarm was posted in the advisory. An og tube was in place during the procedure. The dr switched to manual ventilation and was unable to ventilate the pt. The pt was then ventilated with an ambu bag until another anesthesia unit was used to complete the case.